Event description:
It was reported that during the pulse field ablation atrial fibrillation ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that the device was prepped as per protocol. The deflection was tested, flushed and dilator was introduced. The sheath and dilator were not used for transeptal, so this was inserted into the body in order to put the farawave into after crossing to the left atrium. Once the catheter was advanced a few inches past the handle of the sheath with the wire at the distal end of the catheter the physician aspirated. This is when it was noticed the excessive bubbles despite constant aspiration and the physician decided to exchange the sheath for a new one in order to prevent these excess bubbles from causing as issue. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valve.

Event description:
It was reported that during the pulse field ablation atrial fibrillation ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that the device was prepped as per protocol. The deflection was tested, flushed and dilator was introduced. The sheath and dilator were not used for transeptal, so this was inserted into the body in order to put the farawave into after crossing to the left atrium. Once the catheter was advanced a few inches past the handle of the sheath with the wire at the distal end of the catheter the physician aspirated. This is when it was noticed the excessive bubbles despite constant aspiration and the physician decided to exchange the sheath for a new one in order to prevent these excess bubbles from causing as issue. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.